Event description:
Boston scientific received information from a non-boston scientific representative that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and coronary sinus leads were to be explanted due to a patient infection. No further adverse patient effects were reported. The boston scientific representative for this account reported that this patient was lost to follow-up shortly after the implant six years ago and had no further information.

Manufacturer narrative:
Should additional information become available this event will be updated.